Event description:
It was reported that device had not been collecting diagnostics since implant. The device had recently been implanted using chronic leads. The right ventricular (rv) lead had known high impedances and high thresholds; however, the physician chose to use the lead. It is noted that the implant detection might not have completed due to the high rv lead impedances if the impedance was measuring above the programmed upper limit; therefore, the device would not collect diagnostics. The rv lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device had not been collecting diagnostics since implant. The device had recently been implanted using chronic leads. The right ventricular (rv) lead had known high impedances and high thresholds; however, the physician chose to use the lead. It is noted that the implant detection might not have completed due to the high rv lead impedances if the impedance was measuring above the programmed upper limit; therefore, the device would not collect diagnostics. The rv lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.